Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/01/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the mononylon thread code p1163t broke during a mammoplast. Four pictures were received for evaluation. Upon to visual inspection of the pictures a box of the product code p1163t, lot # an2594 could be observed. No samples with sutures broken were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the sutures to break since the device was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mammoplasty procedure on (B)(6) 2020; and suture was used. During the procedure, the suture broke. There were no fragments generated. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.